Event description:
It was reported that at the time of lead replacement, the battery status was "ok" and a few months later, the device has an elective replacement indicator. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at the time of lead replacement the battery status was "ok" and a few months later the device has an elective replacement indicator. The device is still in use. No patient complications have been reported as a result of this event. It was later reported that the device was explanted and replaced. It was also noted that the device had early battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.